Manufacturer narrative:
Patient age: the reported patient age (59 years) is median age of all patient reported in the article. Patient sex: the reported patient sex (male) is representative of the majority of patients included in the study. A separate report will be submitted for the serious adverse events reported in the literature article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
álvarez-lópez, p., campos-varela, I., quiroga, s., díez, I., charco, r., simón-talero, m., castells, l. (2022). Spontaneous portosystemic shunt embolization in liver transplant recipients with recurrent hepatic encephalopathy. Annals of hepatology, 27(3). Https://doi.org/10.1016/j.aohep.2022.100687. Medtronic review of the literature article found a single center retrospective review of 5 patients who underwent percutaneous embol ization of spontaneous portosystemic shunts (spsss) after liver transplant. It was noted that at presentation, all patient had developed graft cirrhosis and hepatic encephalopathy (he) after liver transplant. The preferred shunt occlusion method was used in three patient who were treated with onyx 34 combined with unspecified coils via right internal jugular vein. One case of onyx migration was reported. During the procedure to treat a gastroesophageal spss via bilateral femoral venous (fv) approach, onyx migration to a small branch of the left pulmonary artery occurred. The migrated fragment was immediately removed successfully with no additional related patient symptoms or injuries noted.